Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: the display had normal resolution and contrast. The pump was opened; no damage was observed to the display connector or display flex cable. The display latch was secured. The reported dim and faded display complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked on the left side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim, faded, color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.